Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed the front corner of the top case was cracked and the right plunger case were cracked, and the battery was missing. The event history log showed there was nothing in alarm history pertaining to customer stated problem. During the functional testing the pump worked good during the multiple flow and occlusion testing, syringe not moving could not be verified and there were no issues with the clutch. The root cause was unable to be determined. Replaced clutch half's left and right with leadscrew and screw as preventative measure. UDI details were unknown.

Event description:
It was reported that a pump's syringe was not moving. No patient injury or involvement was reported.